Event description:
A malfunction, identified as "malfunction 0," was reported by air liquide healthcare ireland. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by providing pump reset information, and the customer successfully reset the pump with no recurrence of the malfunction. The customer was instructed to continue using the pump and to contact support if the issue reoccurs. No additional information was provided about the customer's outcome or further actions.